Event description:
The surgeon reported the intraocular lens (iol) was damaged during insertion. The damaged iol was implanted one haptic (proximal) was missing, it remained in the injector and the other haptic (distal) adhered to the optic after insertion. The surgeon tried to release the haptic with micro scissors while the iol was in the eye. He was unsuccessful, the incision site was widened and the iol was removed. At that time the posterior capsule was noted to have been torn by the micro scissors and there was vitreous loss. An anterior vitrectomy was performed and a different iol was placed in the sulcus. The incision site was sutured.

Manufacturer narrative:
The information was supplied by the manufacturer, not the user facility. H.3,6: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot of product. Add'l info was requested on 09/26/2007, 09/27/2007 and 10/01/2007. Add'l info was received.